Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported even is in progress. Once the investigation is completed, a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported that patient had a revision procedure one month post-implantation due to a comminuted peri-prosthetic fracture. An open reduction internal fixation was performed, and the femoral stem was revised. It was noted that the stem had subsided and the medial wall of the femur was fractured off. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.